Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit was not cutting smoothly. The customer returned an air dermatome device, serial number (B)(4). For evaluation. The customer also returned a hose and 2 1¿ and 2 2¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4). Three times as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the thickness dial needs adjustment/repair and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on (B)(6) 2018 revealed that the head was nicked and discolored. The calibration was out of specifications at the zero and ten settings. The motor speed was within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, damaged head, thickness lever, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical revealed that the calibration was out of specifications at the zero and ten settings. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet surgical revealed that the calibration was out of specifications at the zero and ten settings. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Air dermatome was not cutting smoothly. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.